Event description:
It was reported that the atrial lead exhibited noise. Fluid was seen within the lead connector pin, which bubbled through the setscrew. The patient was asymptomatic. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.